Event description:
On (B)(6) 2015 the reporter contacted animas alleging a cartridge leak issue. Reportedly, insulin was leaking from the body of the cartridge into the cartridge compartment. The issue had reportedly only occurred with one cartridge. The reporter confirmed that cartridges were being used per the instructions for use. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.